Event description:
It was reported that during the implant procedure the device had a connection issue. The physician had to retract the setscrew four more turns when trying to insert the ventricular lead. Once inserted, oversensing and high impedance was observed by the device for the ventricular lead. The physician then removed the ICD and replaced it with a new ICD and the issue was resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.